Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "patient with uncomplicated insertion, perfect pathway on sherlock navigation, 3cg confirmed max-p-waves and then unable to aspirate blood. When we pull the PICC back by cms, each cm further out, blood return was inconsistent, and then when PICC was pulled back 3cm we were able to get consistent blood return." Additional information received: the 2 piccs that didn't obtain blood were removed during the insertion procedure and a midline catheter was placed. At this time there doesn't appear to be any harm. It was reported this occurred with two devices. This report addresses the first device.